Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer doing a set change and they were unable to did rewind and fill tubing process. The customer¿s blood glucose level was 103 mg/dl at the time of incident. Customer stated that they were stuck in rewind complete and bolus delivery loop. Customer was advised to hold down act until they receive second series of beeps and numbers would appear on display, however they did not received second series of beeps and numbers did not appear on screen. The customer was advised that the insulin pump needed to be replaced and revert to refer back up plan. The insulin pump will not be returned for analysis.